Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of the device on and off button does not stay on due to a faulty switch harness. The evaluation uncovered worn out scope socket slider switch causing intermittent use of high intensity mode. Additionally, the olympus lamp life meter was reading over 200 hours which is out of specification. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the evis exera iii xenon light source on and off button does not stay on. During a standard inspection and estimation of a customer returned device, it was observed that the power switch mechanism failed. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely a failure of the switch harness. The root cause of why the switch harness failed could not be identified. Olympus will continue to monitor field performance for this device.